Manufacturer narrative:
Customer was unwilling to provide device for inspection, but provided device logs, photograph, and additional information. A review of qc release records found the device passed qc inspection prior to release for sale to the customer, indicating damage to nurse call interface port occurred after release of bed to customer. A review of complaint records found that customer did not previously alert manufacturer to damage to nurse call interface port for servicing prior to incident. Customer did not indicate when damage to nurse call interface port occurred. This damage would not prevent bed exit alarm from sounding from bed. Follow-up with customer indicated they were unsure if bed exit alarm was "locked up" or turned on prior to incident. Customer tested device after incident and found that all alarm functionality was working normally. Customer provided alarm log file. A review of the device's log files found: the customer set the bed exit alarm to medium sensitivity at 14:14 on (B)(6) 2019. A bed exit event was logged at 14:52 on (B)(6) 2019. The device alarmed until approximately 13:00 on (B)(6) 2019 before anyone interacted/reset the alarm. Directly after the reset, another bed exit event was logged. This possibly indicates the patient might not have been in the bed prior to the reset. Log files make it appear as if the system was not "locked up" as initially reported by the customer as there would be no log entries if the system were truly locked up. Unknown how the reset and alert issue times correspond to the incident. Attempts to contact the customer to gather additional information thus far have been unsuccessful. This record will be updated if additional information is provided. Result codes "no device problem found" selected to reflect our investigation finding no issues with alarm system functionality, and "deformation problem" selected to reflect our investigation finding the physical damage to the nurse call port preventing the device from being connected to the customer's nurse call interface.

Event description:
Customer initially reported patient got out of bed without the alarm sounding, fell, and suffered a head injury that resulted in their expiration. Customer initially reported nurse was unable to set bed exit alarm because screen was locked out when they placed patient in the bed, and nurse call cable was damaged at the time and could not be plugged into the wall nurse call system.